Event description:
It was reported that the gray with extension leg and blue tube are disconnected from each other. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the gray with extension leg and blue tube are disconnected from each other. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the catheter detaching from the connector assembly is confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue catheter and two-piece connector assembly. The catheter was received detached from the assembled connector pieces. Light use residue was observed on the connector assembly and catheter shaft. The assembled connector pieces were able to be pulled apart by hand with a moderate amount of force. Microscopic inspection revealed no damage on the locking arms of the proximal connector piece. The distal connector piece was dissected and revealed the blue compression sleeve was in the locked position and pushed into the taper of the connector interior. The compression sleeve advanced in the locked position suggests the connector assembly was assembled prior to connecting the catheter to the proximal connector piece or by inserting an object into the distal connector piece. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.